Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no anomalies. Event history log confirmed ¿air in line detected¿ alarm message occurred. Functional testing was able to replicate the reported issue. Multiple tubing sets were used during testing and ¿air in line¿ occurred; the air detector was found inoperable. The root cause was determined to be a faulty air detector. The air detector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an ¿air in line¿ alarm message. Multiple tubing sets were used to make sure it was loaded properly. It is unknown if there was patient involvement, no adverse patient effects were reported.